Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient was brought home from hospice and wanted to see if she could handle completing dialysis treatment with discomfort and pain from her illness. The caregiver completed a stat drain to drain out the patient and ended dialysis treatment. The patient was in dwell 1 at the time of the call. During a follow-up with the pdrn, the pdrn stated the patient expired on (B)(6) 2015 due to chronic obstructive pulmonary disease (copd) and a broken hip with possible deep vein thrombosis (dvt) clot. The pdrn stated the patient did not complete treatment on (B)(6) 2015 and did not attempt treatment on (B)(6) 2015.